Event description:
One device reported as having an alleged false positive result received via an amazon message review. The complainant retested with a detect test (molecular test) with a negative result. Per amazon policy, lucira was unable to contact the customer directly to obtain additional information.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Lucira health will continue to monitor trends related to false positive results. Molecular tests (lucira health vs. Detect): the complainant reported performing a lucira molecular test with an alleged false positive result and followed up with performing a detect molecular test with a negative result. According to the clinical studies for lucira health, the limit of detection (lod) for a lucira molecular test is higher (higher sensitivity/higher specificity data =94% sensitivity; 98% specificity) than a detect molecular test (90.0 % sensitivity/97.50 specificity). Therefore, it is possible the lucira test performed (alleged false positives) likely detected the virus in the earlier stages requiring less virus for detection than the detect molecular test. However, with the limited information provided, it is unknown. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. Lucira health devices are marketed under eua (B)(4) check-it.